Event description:
During a feeding, the tubing of the patient's percutaneous endoscopic gastrostomy (peg) tube snapped off at the hub. Since the mic* bolus gastrostomy feeding tube with enfit® connector was inserted into patient only 2 weeks prior, it required the surgical team to come to the bedside to replace it. Patient did not receive any nutritional support while waiting for new peg tube because of airway restrictions and tracheostomy. Patient could only get nutrition through bolus tube feeds as patient has tracheostomy, vocal chord dysfunction and unable to protect airway with oral feeds.